Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter; 3 devices were received for evaluation; 2 events were confirmed during testing; 2 devices were found to be affected by compromised lubrication; 1 device evaluation is in progress. This device is not repairable and was not returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. 1 additional event that was not previously reported is also included in this follow-up record.  Supplemental rationale: 1 events was originally reported for this failure mode during the reporting quarter. 2 events should have been reported; 1 event was inadvertently excluded. 1 previously reported event is included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by broken down lubrication.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.